Manufacturer narrative:
Patient identifier, weight,ethnicity: information unknown not provided . Lot # information unknown not provided expiration date and UDI # are unknown as the lot number was not provided if implanted, give date: not applicable as the healon gv pro is not an implantable device. If explanted, give date: not applicable as the healon gv pro is not an implantable device. Phone number: (B)(6). Phone number (B)(6). Device manufacturing date: unknown as the lot number was not provided. As a result of the investigation there is no indication of product quality deficiency all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon used healon gv pro in endothelium transplant operation. The surgeon reported using the ovd to protect the endothelium grafts when inserting it in the busin glide. In three different cases he reported detachment of transplant during post-op exam. In re-operation the transplants were re-attached and different ovd was used. In all cases transplants were successful and patients fully recovered. Several operations were done using the same technique, but different ovd and there was no problem of this kind. The material is not available for investigation. No additional information was provided. This submission captures one of three reported events. Separate reports are being submitted for each incident.